Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they were in the emergency room and hospitalized due to high blood glucose on (B)(6)2019 with blood glucose of 600 mg/dl. The customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer was treated with insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the infusion set cannula was bent. Based on customer report customer does not allege pump was under delivering. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.